Event description:
It was reported that during a laparoscopic cholecystectomy four devices were used. All four of the er320 devices fired clips that did not close at all and "spit" out of the jaw. Another device was used to complete the case. There was no consequence to the patient.